Event description:
Spinal cord stimulator failure, shocks, gastro intestinal issues , worse pain. Dizziness and off balance leading to bruising. Please take this off the market. It is doing more harm to people than the opioids you are trying to take away from people who suffer from severe nerve pain.